Event description:
It was reported that during the implant procedure, the device "started working at the programmed frequency, but suddenly stopped working after a few seconds". The device began stimulating at 110 bpm and decreased to a rhythm of 30 bpm then stopped working. It was also reported that the patient experienced asystole. The device was not implanted and was replaced with a new one. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found.